Event description:
It was reported that bd microbore extension sets experienced 20 cases of leakage, and 20 cases of component separation. The following information was provided by the initial reporter: reports of serious leakage and disconnections on multiple occasions.

Manufacturer narrative:
Medical device lot #: an invalid lot # of f20210415 was provided by the initial reporter. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Upon review, it has been determined that the device involved with this complaint is not subject to us FDA regulatory reporting requirements. This complaint and the initial MDR submission, (MFR report # can therefore be disregarded.

Event description:
It was reported that bd microbore extension sets experienced 20 cases of leakage, and 20 cases of component separation. The following information was provided by the initial reporter: reports of serious leakage and disconnections on multiple occasions.